Event description:
It was reported that this right ventricular (rv) lead septum was a case of an attempted implant due to acute perforation which was confirmed via fluoroscopy during index procedure. This rv lead was replaced with the same model and not implanted. No additional adverse patient effects were reported.